Manufacturer narrative:
Citation: gondi kt, tam mc, chetcuti sj, et al. Transcatheter aortic valve replacement for left ventricular assist device-related aortic regurgitation: the michigan medicine experience. J soc cardiovasc angiogr interv. 2022;2(1):100530. Published 2022 nov 26. Doi: 10.1016/j.jscai.2022.100530 earliest date of publication used for date of event and date of death. Earliest approved medtronic tavr product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter aortic valve replacement (tavr) for left ventricular assist device (lvad) related aortic regurgitation. The study population consisted of eleven patients with lvads who underwent tavr for aortic regurgitation with a medtronic corevalve or evolut valve. Ultimately, eight of the eleven patients died within four years of tavr. Causes of death listed by the authors: procedural complications (initial valve dislodged, severe aortic regurgitation, second valve dislodged, ventricular fibrillation, attempted snaring, and cardiopulmonary resuscitation) that culminated in death (one case); cardiac arrest (one case); pneumonia (one case); fall and intracranial hemorrhage (one case); right ventricle failure after lvad exchange (one case); right ventricle failure (one case); heart failure progression (one case); and cardiogenic shock and severe mitral regurgitation, which were thought to be due to the patient¿s underlying condition, not the late valve migration and ischemia (one case). Complications associated with tavr that did not lead to death: valve dislodgement, valve snared/repositioned, additional valve required, balloon dilation to fully expand valve frame, trace to severe paravalvular regurgitation, valve thrombus, stroke (subarachnoid hemorrhage), heart transplant, and left/right femoral artery hematomas requiring blood transfusions.